Manufacturer narrative:
Inspected 1 random opened or used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered suspend on low or suspend before low event was 46 mg/dl. Low limit in sensor settings was 100. The blood glucose value associated with the triggered suspend event 198 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be returned for analysis.